Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's lcd screen was replaced to address the issue.